Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 1876ml, indicating the home patient (hp) drained 1876ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detected and a use error, as there was an inappropriate bypass of the low drain volume alarm, during the initial drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. A review of the labeling for the product family will be performed. If additional relevant information is received, a follow-up report will be sent.